Event description:
The hospital reported that during an off pump open heart procedure, the plastic foot pieces broke off the stabilizer arm and fell inside the patient. The surgeon confirmed that all the pieces were retrieved. No patient complications were reported.